Manufacturer narrative:
Based on the device identification, the complaint databases were reviewed from 2014 to present for similar reported events regarding incorrect sizing of the implant. There have been no other events for the lot referenced. The returned device has some scratches on the articulating surface but is otherwise unremarkable. Based on the clinician's review, the reported head may have been oversized by the surgeon leading to the reported dislocation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient received on (B)(6) 2015 a surgical procedure for his subcapital fracture of left hip. A "noncemented unipolar hemiarthoplasty left hip using implants of " stryker omnifit fractured hips down size 10, a +0 neck adjustment sleeve, and a 54mm endoprosthetic head" was documented during this procedure. The surgeon noted during the operative notes that leg length symetry was felt to be met. No complications were reported during the surgery. On (B)(6) 2015, the patient was again taken to the hospital's surgery after seeing the surgeon in his office and having concerns of "leg length discrepancies. Upon presentation, the patient was reported to have flexed and internally rotated left hip and x-rays revealed the obvious dislocation. The surgeon reported the patient was not able to be brought into full extension. The patient was taken to surgery for "attempted closed reduction of dislocated unipolar hemiarthroplasty left hip and revision unipolar hemiarthroplasty left hip with open reduction of dislocation. The patient was admitted to the hospital for an open reduction of the hip dislocation. The patient was reported to have no complications from the surgery.